Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger was still in the pre-deployed position and there was no slack present on the link. The sheath looked normal and there was a kink on the sheath just below the overmold area. After the device is inserted into the patient it is not possible to check the hydrophilic coating as it is difficult to quantify the presence once the device has been deployed. No manufacturing deficiency was detected. During the investigation, the guide wire was backloaded and frontloaded without any problem. The probable cause for the sheath kink is due to anatomical conditions like obesity, heavily scarred tissue, tight tissue tract, and if the operator aggressively advances the device. The reported difficulties appear to be related to the operational context of this device and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint database was performed and there were no similar complaints within this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, while the proglide was advanced, it kinked. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.